Manufacturer narrative:
A portion of the driveline that was removed during the repair was returned for evaluation. The report of low speed and pump stoppage events was confirmed based on the submitted log file; however, a specific cause for the events could not be conclusively determined. The log file contained approximately 21 days of data, which captured low speed/flow hazards and pump stoppage events while the patient was supported by the power module and patient cable. However, a root cause for the events could not be determined through the evaluation of returned driveline. Approximately 12.5¿ of the external portion/distal end of the driveline returned. The silastic sleeve had been cut open prior to return. An electrical continuity test of the 12.5" portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4) approximate age of device: 8 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and an ungrounded power module patient cable. No further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient contacted the vad coordinator after experiencing audible and visual low speed advisory alarms. The patient was asymptomatic at the time of the event. System controller data log file information submitted to the manufacturer confirmed a data pattern indicative of a possible driveline short to shield. A distal driveline replacement was performed on (B)(6) 2016 by the manufacturer's technical services representatives, however, immediately after the repair the patient experienced a pump stoppage event upon standing and moving about the room while connected to a grounded power module patient cable. The patient was issued an ungrounded patient cable for use when on power module support. No additional information was provided.